Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the localizer did not connect on install. The power over ethernet (poe) injector and poe zero client were replaced and the problem was resolved. No patient present.